Manufacturer narrative:
Technical support was unable to evaluate the reported event. No resolution is available. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a system malfunction error preventing mechanical ventilation. There was no report of patient involvement.